Event description:
It was reported that (2) tlc75 were used during a bowel resection procedure. It was reported by the rep that the surgeon was using the tlc75 and it would not fire. The surgeon got another one and it would not fire. They brought a third one to the surgeon (this time from a different lot) and it worked fine. There was extended operating room time by five minutes.